Event description:
It was reported that the pt underwent a spinal procedure to implant vb replacement device at l4-l5. While re-directing the implant trajectory within the pt's disc space, the inserter broke free from the implant. A portion of the female threaded area of the implant was still attached to the inserter. The implant was removed and replaced. The surgery time was extended approximately 8 minutes. There were no pt complications reported.

Manufacturer narrative:
(B)(4): visually confirmed the implant is broken. Microscopic exam of the implant reveals a fairly brittle fracture, with no indication of fatigue, at the threaded inserter shaft interface with implant. Additionally, it appears that the inserter may have not been fully threaded into the implant during insertion, as suggested by the partial breakage at threaded inserter insertion point, with intact, undamaged threads remaining in the implant; this suggests possible incorrect re-assembly of inserter after cleaning and sterilization. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.